Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hyperglycemia could not be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information about potential causes of hyperglycemia, as well as ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system.

Event description:
An initial event notification was received by sequel med tech, llc, on 12-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user's caregiver reported that, following a full supply change on the evening of (B)(6) 2026 (twiist cassette, cleo 90 infusion set, and infusion site), the user's glucose increased to 400 mg/dl. A full supply change was subsequently performed the following morning; however, the user's glucose remained elevated and they tested positive for moderate ketones. The user's caregiver denied any infection/illness and stated that the insulin was not expired. It was further reported that the user's therapy settings were slightly adjusted the morning before and they had not missed any boluses. The user's caregiver reverted to a backup insulin therapy.